Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: when the user checked the unit, it showed "release valve defective".

Manufacturer narrative:
Tightness test failed during pre-operational check. No patient involved. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. The root cause of the event was deemed to be a defective check valve assembly. After replacing the check valve assembly, the device was released back into use.